Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-05064. It was reported the pt had fallen. Afterwards, the pt lost adequate coverage. Reprogramming attempts were unsuccessful. It was determined one of the pt's leads had migrated. As a result, the lead was repositioned on (B)(6) 2012. Repositioning the lead resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.